Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is in process. The customer's complaint was confirmed. No image and an e216 scope communication error were observed due to corrosion on the electric contact part of the video connector. Additionally, the identification board was broken. Other defects found include: damaged adhesive, venting connector and labels all due to user handling. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had no image during an unspecified procedure. The intended procedure was completed with a similar device. There was no report of patient harm or injury as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the failure of the internal board of the video connector or the system caused this event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information: h6.